Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. H10 field updated for related report (B)(4).

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. On (B)(6) 2024, intuitive surgical, inc. (Isi) received a regulatory report (B)(4) stating: cable snapped during use in surgery. No harm evident to patient. A new instrument was obtained to complete the case.